Event description:
The customer reported that the 840 ventilator displayed graphical user interface (gui) inoperable during testing. There was no patient involvement at the time of the reported condition.